Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, heavy torturous and 99% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. Reportedly, the xience sierra was removed from the anatomy and re-inserted after the second pre-dilatation. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, heavy tortuosity, and 99% stenosis in the right coronary artery. Pre-dilatation was performed with a non-abbott balloon and a 3.5 x 15 mm xience sierra stent delivery system (sds) was advanced; however, resistance was met due to anatomy and the sds failed to cross the lesion due to the patient anatomy. The sds was removed and resistance was felt with the anatomy. Another pre-dilatation was performed with a non-abbott device and the same sds was re-inserted but failed to cross the lesion due to the patient anatomy. A non-abbott sds was used and crossed the lesion to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.